Event description:
Caller reported an occlusion alarm, with specific details of the alarm number unavailable. The customer's blood glucose level was reported as "high," exceeding 500 mg/dl, due to the occlusion issue. To address the high blood glucose, the customer administered a correction bolus via the pump and resolved the issue by changing the infusion set and cartridge, no third-party assistance was required, and further support was requested as occlusion issues have been recurring.